Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated procedure, high capture threshold was observed on the right ventricular (rv) lead. The physician suspected rv lead insulation damage or scar tissue at the rv lead fixation point as the cause. The rv lead was capped and replaced to resolve the event. The patient was stable with no consequences.